Manufacturer narrative:
Updated the evaluation results code, the component code grid, and the conclusion code grid.

Event description:
It has been reported that a voice message appears on the device, "shock button unverified". No patient was involved.